Event description:
The issue reported involved an incorrect time setting on a customer's device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor for further discrepancies, with the customer understanding and acknowledging the guidance.